Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on six days earlier (did not recall the time). She had taken her usual dose of her insulin (nph 40 units in am and 45 units in pm) as a result of reported issue. She also mentioned that she passed out after the reported issue began and received IV glucose treatment at the emergency room. The blood glucose result at the ER was not provided. At the time of troubleshooting , it was verified that this was not a new meter and that there was not meter trauma. The condition of the battery contacts was good and the battery was correctly installed. The pt had replaced the battery per the owner's manual. The meter did not turn on when the power button was pressed and the pt did not have the test strips to verify if they were the correct test strips to be used with this meter and also to see if the meter would power on if the test strip was inserted all the way into the test strip port. This complaint is being reported because the pt alleged she had to be treated with IV glucose after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.